Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported receiving battery failed alarm. Customer reported that battery compartment was damaged. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. Found no failed battery test alarms during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a pump error 53 alarm (file #: 146, line #: 338, esf#: n/a) on the event date of 17-aug-2024 at 01:28:43.000 due to a possible hardware failure. Pump alarmed a pump error 24 alarm on the event date of 17-aug-2024 at 01:13:00.000. Pump alarmed a pump error 19 alarm on the event date of 17-aug-2024 at 01:35:16.000. Pump alarmed three pump error 3 alarms on the event date of 17-aug-2024 at 01:06:32.000, 01:35:25.000, and 01:36:18.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, serial number label missing, and keypad overlay texture damage. Failed battery test was not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Pump error 53 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 3 was confirmed as a consequence of pump error 53. Pump error 19 was confirmed as a consequence of pump error 24. Pump error 24 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly (lithium backup battery). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.